Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: openings, crease fold, wear abrasion. Leak test was performed and found openings on anterior and posterior side. A microscopic analysis was performed which identified smooth crease opening on posterior. And opening striated in the anterior and posterior side. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a smooth crease opening on posterior due to an fold flaw opening. A striated edge opening on anterior and posterior side due to surgical damage.

Event description:
Device has been explanted.